Manufacturer narrative:
The investigation has just started; results will be provided in a follow up-report.

Event description:
It was reported that the device switched from volume controlled ventilation to manual ventilation without user interaction. There was no injury reported.

Event description:
Please refer to the initial report.

Manufacturer narrative:
On-site, the dräger technician evaluated the device. He was not able to duplicate the reported mode change - from volume controlled ventilation to manual ventilation - and the device checks were passed. Based on this and based on the investigation of the available information as well as the analysis of the logfile, the reported symptom could not be reproduced. Further additional information about the circumstances of the reported case had been requested but not received. In general, a change of the ventilation mode is only possible with two user interactions: 1. Selection of the ventilation mode key and 2. Confirmation of this by pressing the rotary knob. It is not plausible that the fabius will perform this on its own. A device reboot could cause such a mode change but the evaluation of the logfile revealed that, on the reported date of event, no entries have been logged that the device was switched on, for example after a reboot. If in volume control mode the power switch unintentionally switches off and on, e.g. Due to loose contacts of power switch or cable, the fabius will perform a visible reboot ending in manual ventilation mode. In this case, an ¿i002¿ entry is logged, which was not present. Therefore, further information was requested but it was only reported that no further errors occurred with the device in question and that a user error is possible. However, an unintended switching off and on by the user is not plausible as no entries of ¿i002¿ were found in the logfile. In case the fabius performs a reboot during automatic ventilation, the device will switch to manual ventilation after the reboot as emergency functionality. An unintended restart of the device is obvious for the user as in this case, the display turns black followed by the software booting and system diagnostics including a start tone. During this time, ventilation can be continued using manual ventilation. The required external monitoring remains unaffected and thus usable. Since no further additional information has been received and the device checks performed by the dräger technician passed on-site, the exact root cause of the reported symptom could not be determined.